Event description:
Reporter states customer tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. Customer felt "dizzy and unwell" at the time of the results. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).